Event description:
During the afl procedure, there was no contact force. The connections were checked and the tactisys was exchanged with no resolution. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.